Manufacturer narrative:
No device was returned for evaluation. Serial number was not provided to review previous repairs. No event history log provided to review. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. The reported issue cannot be confirmed as no product was returned for investigation. Based on the review of information provided from the customer we are unable to determine a probable cause.

Manufacturer narrative:
E1-reporter facility name: ((B)(6) hospital). E1-reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device gave a bolus during cassette change and the patient became hypotensive. There was patient involvement and unknown patient harm/adverse event reported.